Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a pericardial tamponade. The patient's medical history is unknown. After 3 (three) hours of the procedure, they performed an echocardiogram and confirmed tamponade. A pericardiocentesis was performed. No further problems or complications were noted. The patient was reported to be in stable condition at the time the complaint was reported. Per 21 cfr, part 803, this complaint is reportable. Multiple attempts have been made to obtain the additional information of this complaint. As for now, no further information has been made available.

Manufacturer narrative:
A) the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. B) since no lot number was provided, no device history record review could be performed. C) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. D) manufacturer's reference # (B)(4).